Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 105 to 125 mg/dl. The expected non-fasting blood glucose test result range is 147 to 179 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking insulin to manage diabetes. The product is not stored by customer according to specification. The test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is (B)(6) 2015. The meter memory recalled for (test results performed (time not provided): (B)(6) adverse event not reported.